Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2023, a fms connect interface cable vue device was used with a pump. According to the report, the suction from the pump was not working when a competitor shaver was engaged. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4); e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of the device received. The complaint device was received and evaluated. Upon visual inspection, it could be observed that the connector and pins are in good condition. The connector cap is attached to the connector as it should, the device was in used condition as expected. To test its functionality, the device was connected to a test fms pump. The default settings were present on the pump, the blue indicator light was shown indicating the interface cable was recognized by the test pump and was receiving power. A test shaver handpiece was wired through the interface cable. When the shaver was activated/powered on, instantaneously the blue indicator light was flashing on the device indicating the interface cable did recognize the current going through the test shaver; also, the device activate the pinch valve on the pump. The suction feature was automatically activated as the shaver was activated. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and test result, this complaint cannot be confirmed. Since the device passed the visual and functional test we can conclude that the device has no issue. A possible root cause for the issue reported can be attributed to "electrical noise" in the room. As per IFU: if the blue led light on the device housing flashes without a competitive cable attached, or the suction pump activates, the fms connect cable may be detecting signals from other devices (¿electrical noise¿). If this occurs, position the device away from the source of the interference, until the blue led light stops flashing. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.